Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic due to a vibratory alert. The device was interrogated and it was noted that there was a charge time out during capacitor maintenance. After capacitor maintenance, the charge time worked with no anomalies. The device was reprogrammed and the patient was stable.